Event description:
Right hemi-colectomy. Reportedly, when the ta60 was fired across common stab wound, no staples came out. The surgeon had to hand sew with report of minimal bleeding. The reported condition was surprising to the staff and there was an additional delay in surgery due to the change to traditional suturing instead of stapling.

Manufacturer narrative:
(B)(4). The actual device was examined by quality assurance and tested satisfactorily. The device performed within specification and with no failure detected during the engineering evaluation.